Event description:
The device was returned for fva pins sticking shut. Upon investigation, it was found that the fva pins were excessively dirty causing friction and sticking. A thorough cleaning of the pins was performed and the device was subsequently able to pass mock infusion.

Event description:
The following has been reported: biomed reported: I have some pumps having alarms after power cycles and cleaning, attached are the logs please evaluate. No patient harm or stoppage of infusion a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.